Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. It was reported that the trail was initiated on (B)(6) 2024. It was reported that the patient was reporting pain, discomfort/soreness/pinching, and worsening baseline symptoms. The baseline symptoms which got worse were urgency frequency and non-obstructive urinary retention. It was unknown whether the issue was resolved. Additional information was received from the patient on (B)(6) 2024 indicating that they were voiding a lot more and its getting worse.